Event description:
Additional info has been received by medtronic ave. The pt presented to the emergency room with a rupture 8.5 cm aneurysm and complaints of left flank pain. A computerized tomography (CT) scan demonstrated extravasation into the hematoma in the left flank surrounding the left kidney. The pt was emergently taken to the operating room. The pt's mid abdomen had a large, visible, tender, pulsatile mass. The right common femoral artery was reported to be severely diseased and small; therefore, the decision was made to approach the aneurysm from the distal exernal iliac artery. The guidewire was advanced through severe tortuosity into the aneurysm, and a 22 french sheath was inserted with difficulty. The suprarenal aorta was 24 mm in diameter with a slightly tortuous aneurysm neck, and the infrarenal neck had an approximately 30-degrees angulation to the right with a length or approximately 20 mm. A 16 french sheath was inserted through the left external iliac artery. Intravascular ultrasound (ivus) demonstrated the aneurysm to be very long with 9-10 mm diameter iliac arteries. The bifurcated stent graft was rotated 180 degress and deployed with a "barber pole" maneuver. The device was deployed without difficulty' however, it was reported that the device slipped into the narrowest portion of the infrarenal neck; therefore, an aortic cuff was implanted. It was reported that the pt stabilized following deployment of the aortic cuff. The contralateral limb was inserted, but could not be passed proximately. Upon further investigation, the physician discovered that the aortic cuff had either slipped or deployed partially into the left limb of the bifurcated stent graft, occluding the right lumen. The physician unsuccessfully attempted to maneuver the cuff proximately; therefore, an additinal aortic cuff was deployed to secure positioning into the left limb. An occluder was fashioned from a stent and a graft that had been sutured shut, and it was inserted into the right common iliac artery. A femoral-femoral bypass was performed, and final angiogram revealed excellent positioning of the aortic cuff with excellent bilateral renal artery flow and no evidence of type I endoleak. Some transgraft flow was noted, but the physician expected it to resolve after the anticoagulation was reversed. There was excellent flow into the right common iliac artery. In iliac extender cuff was implanted without difficulty. The arteriotomies were closed. The physician states that this was an exceedingly, difficutl and complicated case performed on a pt at the point of death. The procedure took more than 8 hours, and the pt's condition was stabilized despite the extreme risks. One day post-implant, it was reported that the pt did well and there was no evidence of endoleak. Two days post-implant, the pt suddenly developed a severe drop in blood pressure and hematocrit. The pt developed a tense tender abdomen possibly indicative of a leaking aneurysm. The pt was taken to the operating room for an exploratory laparotomy. There was no evidence of free blood in the abdomen. A left retroperitoneal hematoma was noted, consistent with the prior anurysm rupture. The pt's blood pressure stabilized after the aorta was clamped. The aneurysm was opened and debris was removed. The stent graft showed no evidence of the migration and appeared to be securely in place. No evidence of back or forward bleeding was noted. The physician felt that elevating the pt's blood pressure may have caysed a type I endoleak, given the shortness of the aneurysm neck. The decision was then made to convert the pt to open surgical repair. The pt experienced persistent hypotentsion which required vasopressor drugs and hypothermia throughout the procedure. The pt was transferrred to the intesive care unit in critical condition. The explanted stent graft was discarded, and will not be returned to medtronic ave.

Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of a ruptured abdominal aortic aneurysm in 2002. Vessel and aneurysm morphology are unknown. It was reported that the pt presented with a ruptured aneurysm. The physician chose an aneurx stent graft to treat the pt on an emergency basis. It was reported that two days after implant, the pt presented with a suspected leak and was converted to traditional open surgical repair. Later on the same day the pt expired. No further information is available at this time. The explanted device is pending return to medtronic ave for evaluation.